Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe and remained in the shield. The following information was provided by the initial reporter: "consumer returned my call, stated that the needle hub of one syringe separated and stayed inside of the shield."

Manufacturer narrative:
H6: investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 0203534. Customer states that the needle hub separated. The returned syringe was examined and exhibited the hub assembly separated from the barrel. A review of the device history record was completed for batch # 0203534 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe and remained in the shield. The following information was provided by the initial reporter: "consumer returned my call, stated that the needle hub of one syringe separated and stayed inside of the shield."